Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone that her husband received a no delivery alarm. His blood glucose was 475 mg/dl. He took the insulin pump off and treated with an injection. His current blood glucose is 272 mg/dl. During troubleshooting for the no delivery alarm, customer found out that the infusion set cannula tubing connection was bent. The customer was advised to change the entire infusion set system. During troubleshooting for high blood glucose, the customer mentioned that they had symptoms of nausea. He gave himself 15 units by manual injection. The drive support cap appeared normal. He declined to check for any leaks or air bubbles, site or insulin-related issues or to perform the high pressure test. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. He stated that he had already done so. The insulin pump and the infusion set will not be returned for analysis.